Manufacturer narrative:
Concomitant: 6935m lead implanted (B)(6) 2017. Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to endocarditis. No further patient complications have been reported as a result of this event.